Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was kinked within 3 hours of insertion at abdomen, which cause the patient blood glucose elevated to over 400 mg/dl. The patient first went to emergency room and was subsequently hospitalized and received IV and fluids of saline and insulin. The patient also had moderate ketones. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.